Event description:
It was reported that on (B)(6) 2019 suspected infection was indicated. The patient was treated and the system was explanted on (B)(6) 2019. The system will not be returned due to infection. No further adverse health outcome was reported.